Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the device passed occlusion test specs. No fault was found with the device. The device sensor was re-calibrated as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Customer response email received with stating no patient involvement.

Event description:
Information was received indicating that a smiths medical pump had a defective dso sensor. The pump alarmed as occluded at 2.1 psi. There were no reported adverse events.